Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock. It was noted that during the shock, this patient was awake and sitting in a chair after waking up in the morning and did not feel unwell. Technical services (ts) reviewed noting based on the baseline shaking and waveform characteristics as well as the primary vector setting, it is likely that the occurrence of a sense b noise artifact is a factor in the improper operation. Ts recommended programming to secondary vector if available. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock. It was noted that during the shock, this patient was awake and sitting in a chair after waking up in the morning and did not feel unwell. Technical services (ts) reviewed noting based on the baseline shaking and waveform characteristics as well as the primary vector setting, it is likely that the occurrence of a sense b noise artifact is a factor in the improper operation. Ts recommended programming to secondary vector if available. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.